Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed after they clicked a button on the cns. The bme removed the bottom hard drive to boot up the cns, however the bme stated that the cns took a long time to boot up into the application. The bme ordered two new hard drives and installed them successfully into this cns and issue has been resolved. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed after they clicked a button on the cns. The bme removed the bottom hard drive to boot up the cns, however the bme stated that the cns took a long time to boot up into the application. The bme ordered two new hard drives and installed them successfully into this cns and issue has been resolved. No patient harm was reported.